Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 26-jul-2021, UDI#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was got a pain/jolting sensation at the lead insertion site, that traveled to the vaginal area, when the area had pressure put on it. The representative also noted that the this occurred when the patient sitting in the care or when a dog lays behind them. When the ins is shut off the issue resolves. Also, when pressure was not applied, the issue resolves. Otherwise, the patient was running comfortable stimulation around 2.2 volts ¿ 2.3 volts. It was noted that the shocking issue was not related to a fall or trauma. Impedances looked good when tested with no shorts reported. The physician may consider moving the lead portion not located in the sacrum. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that they had no further insight as to the cause of the jolting issue. They also stated that no further actions were taken for the issue and that it was not resolved. It was noted that the physician wanted to reposition the lead. There were no further complications reported or anticipated.